Event description:
Boston scientific received information that while this subcutaneous implantable cardioverter defibrillator (s-ICD) was still in the box, the field representative was unable to interrogate it. Connections with the programmer and wand were evaluated and despite several attempts interrogation was not successful. Boston scientific technical services (tc) assisted with a 60/60 magnet reset of the device, after which, interrogation was successful. There was no patient associated with this observation. Subsequently, additional information was received that this device was implanted. Successful defibrillation threshold (dft) testing at 65 joules was performed, and one day post-implant, device optimization was performed. Then, approximately, one month later, the patient returned for routine follow-up and the boston scientific field representative was unable to establish telemetry with the device. Extensive troubleshooting was performed with the assistance of boston scientific technical services (ts). Despite the use of multiple programmers, relocating to different rooms, and various other troubleshooting techniques, communication with the device was not successful. Tones were audible from the device in the presence of a magnet, however, since telemetry with the device could not be established, it was recommended that the device be replaced. Surgical intervention was performed an the device was changed-out. Post-explant, telemetry was established using the same programmer when the device was at room temperature. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) reviewed log-files that were provided by the field representative from the programmers that wer used in attempts to establish telemetry with the device. It was noted that ten communication attempts were made with the device, and on two of those occasions the device did respond with its identification. However, in those two instances when the programmer attempted to link to the device it was unsuccessful. The other attempts yielded no response from the device. The product has been received for analysis. This repot will be updated completion of analysis.